Event description:
It was reported by service report that the seat frame is warped and it is putting too much stress on the locking mechanism strut. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Locking mechanism strut.